Manufacturer narrative:
The device is expected to be returned for analysis. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4). .

Event description:
It was reported that the anchor of the silent nite slide-link broke off. The patient received the appliance on 08/2023 (no day provided). On 03/11/25 the patient reported that the anchor broke off while sleeping and swallowed it in his sleep and discontinued using the device. No reports of patient harm or injury.

Manufacturer narrative:
The device was not returned, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference: (B)(4).